Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported that the cooler/heater was not rewarming efficiently. The device was not changed out. The unit continued to be used. The surgical procedure was completed successfully, and there were no delays or adverse consequences to the pt.